Event description:
The physician attempted stone removal during an ercp using an extraction balloon. This attempt was unsuccessful, as the stone was not removed. A soft wire basket was then used in conjunction with a lithotriptor. The stone was crushed successfully and the basket was removed from the endoscope. After the procedure, when under fluoroscopy, the tip of the basket was located inside of the pt's cbd. An attempt to retrieve the detached basket tip was made using a stent retriever; however, it was unsuccessful. A stent was placed to prevent obstruction of the cbd near the detached tip. Surgery was performed the following day for removal of a large stone in the cbd; at that time the basket tip and the stent were removed. The pt was reported to be in satisfactory condition.